Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system on site and confirmed that the system could not emit x-ray. Upon troubleshooting, the fse analyzed system log files and identified that the tube current (ie) was out of range and test tube grid switch (gs) was 29.67ugy. The x-ray tube grid switch was faulty. To resolve the issue, the fse replaced the x-ray tube, and the defective part was returned for further analysis. The supplier's part analysis conclusively determined the root cause to be a partial short circuit in the small filament. Following replacement, the system was returned to good working order. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.